Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician via regulatory authority (case# mw5043215) in united states on 03-aug-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015; the lot number used was b82471 (expiration date 31-oct-2016). The reporter mentioned vitamin c as concomitant medication. During the hysteroscopic placement the essure applicator was not functioning properly (sheath did not retract and device was not deployed). The applicator was compared to a new and used applicator and the essure insert appeared to be present in the applicator; therefore, a new applicator was used to place the insert into the left tubal ostia (successful placement in right tubal ostia was already performed). The defective applicator was returned to the manufacturer. On an unspecified date (in 2015), the hsg (hysterosalpingogram) confirmatory test was performed and showed two essure inserts on the left and one on the right. On (B)(6) 2015, a diagnostic laparoscopy was performed and showed one of the inserts on the left perforated through the uterine cornua. The device was removed successfully. Ptc investigation result was received on 11-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record b82471 (production date 11-oct-2013 and expiration date 31-oct-2016) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue and a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and 4 months later a laparoscopy showed one of the inserts on the left perforated through the uterine cornua. This event, interpreted as uterine perforation, is serious due to medical significance and listed in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure; including essure insertion. In the present case, during the insertion procedure the sheath did not retract and physician thought the device was not deployed. Physician used a new applicator to place the insert into the left tubal ostia. The hysterosalpingogram confirmatory test was performed and showed two essure inserts were placed on the left, and diagnostic laparoscopy showed one of the inserts on the left perforated through the uterine cornua. The uterine perforation in this case probably occurred in the context of the difficult insertion procedure. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as incident due to required intervention (laparoscopy). The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
Follow up 14-oct-2015: follow-up attempts were done with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and 4 months later a laparoscopy showed one of the inserts on the left perforated through the uterine cornua. This event, interpreted as uterine perforation, is serious due to medical significance and listed in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure; including essure insertion. In the present case, during the insertion procedure the sheath did not retract and physician thought the device was not deployed. Physician used a new applicator to place the insert into the left tubal ostia. The hysterosalpingogram confirmatory test was performed and showed two essure inserts were placed on the left, and diagnostic laparoscopy showed one of the inserts on the left perforated through the uterine cornua. The uterine perforation in this case probably occurred in the context of the difficult insertion procedure. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as incident due to required intervention (laparoscopy). The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.